Event description:
It was reported that during inspection by getinge field service engineer, the cs100 intra-aortic balloon pump (iabp) revealed that the average negative pressure value was too low. Inspection also found that the compression pump needed maintenance and the valve group was leaking, needing to be replaced. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings, component codes & investigation conclusions), h11. Corrected fields: b5, d4(UDI#), d5, e1(initial reporter & event site email), e2, e3, e4. The getinge field service engineer (fse) replaced the compression pump 5000-hour maintenance kit, valve group and safety disk(safety disk expired). Also replaced patient condensate removal device and performed dust removal maintenance inside of the unit. The equipment has been delivered to the customer and can be used clinically.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations the complete name e1 - site - (B)(6).

Event description:
It was reported that during inspection, prior to use, the cs100 intra-aortic balloon pump (iabp) revealed that the average negative pressure value was too low. Inspection also found that the compression pump needed maintenance and the valve group was leaking, needing to be replaced. There was no patient involved.